Event description:
It was reported to boston scientific corporation that a wallflex biliary was implanted to treat bile duct stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the preparation, when the staff opened the package, the tip was bent, and the stent was partially deployed. The procedure was completed with another with another same of device. There was no patient complication reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a04 is being used to capture the reportable event of tip damaged/defective.

Event description:
It was reported to boston scientific corporation that a wallflex biliary was implanted to treat bile duct stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the preparation, when the staff opened the package, the tip was bent, and the stent was partially deployed. The procedure was completed with another with another same of device. There was no patient complication reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a04 is being used to capture the reportable event of tip damaged/defective. Block h11: a wallflex biliary stent was returned to for analysis with the stent fully covered and undeployed. Functional inspection was performed by deploying the stent without any issues or resistance. Additionally, the tip of the device was inspected, and no damages were found. Based on the available information, there is not enough information to confirm the reported event of stent partially deployed; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.